Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37092 lot# 254990002, implanted: 2010 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the stimulator was removed but the leads were still implanted. The healthcare provider was unsure why the stimulator was removed. It was noted that the patient was in the emergency room and healthcare provider was unsure why. It was reported later that day the healthcare provider attempted to explant the entire device without knowing it was paddle. The generator was explanted fully. The paddle lead remains implanted. In post-anesthesia care unit (pacu) localized swelling was observed at the paddle sight. The healthcare provider consult was called and the patient was admitted for observation. It was noted that the generator was discarded. It was noted that hospitalization was required as a result of this event. The symptoms associated with this event includes swelling at lead location. It was later reported that the patient was discharged from the hospital without complications. Additional information has been requested, but was not available as of the date of this report.